Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Reportedly, there was resistance during an iol implant procedure, and a central mark was noticed on the lens optic upon insertion into the patient¿s right eye. The incision size was enlarged from 2.4 to 2.75 mm to remove the iol. A backup preloaded iol was prepared and during preparation a resistance issue was noticed. The lens was not implanted and was ejected from the inserter on the operating table. Upon examination under the microscope, the lens appeared intact. Another lens of same model and diopter was not available; therefore, the same lens (ejected from the preloaded injector) was loaded into a different model injector and inserted into the patient¿s eye. After the lens was inserted, it was noticed that a haptic was partially damaged. The lens was cut, removed and replaced intraoperatively by a different model iol. The procedure time was extended by approximately 15 minutes and sutures were required. The patient outcome is good. This event was assessed as reportable due to the incision enlargement to remove the first lens.